Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the customer reported 'no audio' which was reproduced during evaluation. The cause was determined to be a damaged rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.